Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has been receiving ineffective stimulation. An impedance check revealed high impedance. As a result, the patient will undergo surgical intervention to address the issue.